Manufacturer narrative:
The full number for the product in question is (B)(4). Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the testing instrument in question. The test well images in question were visually positive. The immucor laboratory tested retention product on (B)(6) 2018, which performed as expected. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.